Manufacturer narrative:
The device was not returned for investigation. The EU IFU was reviewed and lists access site complications leading to hematoma as a possible adverse event. The risk documentation was reviewed and this incident is a known risk. Previous failure investigations determined that this failure mode is associated typically with device misuse. Due to tight tight tolerance of the 14f lock advancement tube within the carrier tube, kinking, or bending of the tube can prevent the lock advancement tube from descending during deployment as designed. A design change was implemented since the release of this lot that reduces the failure from occurring.

Manufacturer narrative:
The IFU lists access site complications leading to bleeding and hematoma possible adverse events. An investigation has been opened to review the device history record and risk documentation for this incident.

Event description:
An evar was performed on (B)(6) 2019. A 14f manta vascular closure device was used for closure on the left side. It was reported that the "blue stabilizer" (tamper tube) failed to exit the delivery system. It was reported that the surgical team pulled the tamper tube out using surgical forceps and were then able to use the released tamper tube to advance the lock to complete closure. The patient developed a hematoma on the left side while the team worked on advancing the tamper tube. There was no treatment for the hematoma.